Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, a green weck hem-o-lock clip was attached. After the clip was applied, the instrument's mouth did not open, and the disposed clip was taken back. The customer had the same problem twice. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure. Intuitive surgical (isi) contacted the site and obtained the following additional information regarding this event: a green weck hem-o-lock clip was attached. The clip applier was used 4 times during the case when the incident occurred. The issue was resolved by using a backup. The instrument is available for return for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the instrument was placed on an in-house system, the clip test was performed and failed two times. The clip was not attached. The complaint regarding unable to place a clip was confirmed by failure analysis. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality.

Event description:
Refer to h11 for follow-up information.